Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 4 years post implant, it was reported that the pt had an episode of syncope for a few seconds and was admitted into the hospital for eval. In the days prior the pt experienced low voltage alarms intermittently when the patient was tethered to either the power module or batteries. The hospital team was unable to reproduce the alarms by maneuvering the percutaneous lead. Approx 2 days later the nurse reported the pt had two fractures on his percutaneous lead and "yellowish discharge" seen on the patient's clothing . The pt reported that he previously had seen "yellowish discharge" on his bed sheets in the weeks prior. Add'l info was received indicating that tape was applied to secure the areas of the fractures and the patient was discharged home and reported to be doing well.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.